Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) (performa nano) and 4.8 mmol/l (mobile). Later that day the customer allegedly received the following results, with two different meters, within 10 minutes: hi mg/dl (performa nano) and 4.3 mmol/l (mobile). No adverse event reported. Return of the suspect device was requested for evaluation.